Manufacturer narrative:
It is unknown what type of applicator was used and if the patient had a history of hernia or hernia repair prior to receiving coolsculpting treatments. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. Vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time. Current trending data show that the observed occurrence of hernia does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary.

Event description:
Allergan received report from a coolsculpting treatment provider that a patient had developed a soft fatty tissue growth on an area of her abdomen previously treated with coolsculpting. The patient had consulted other surgical surgeons regarding the soft lump and was told that it was not hernia. The patient returned to her coolsculpting treatment provider where a physician conducted a physical assessment. According to the reporter their physician assessed the soft lump as a possible hernia although he could not make a definitive diagnosis because hernia had already been ruled out by the consulting surgeons.